Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number - (B)(6). (B)(4). Field service specialist (fss) visited the account and checked the system. Fss found max energy low but in the acceptable scope. He decided to change the glass and optimize the laser as a preventive measure to ensure max energy drop from occurring. He reported there is no relation between this and the flap issue. Fss mentioned that system had no issue and the flap issue was due to the user application. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported when create 1/3 flap, black spot occurred and flap was not good. The procedure was aborted. While waiting for the second surgery it was reported patient used eye medicine (unknown) that promoted recovery of cornea and antibiotic. After 3 months, same procedure was performed and patient's vision reached desired results.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.